Event description:
It was reported the patient had complications of decreased therapeutic response and ischemic heart disease due to the device experiencing premature elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 407652 implantable pacing lead, implanted: (B)(6) 2007; product ID: 694965 implantable tachy lead implanted: (B)(6) 2007. (B)(4).